Event description:
It was reported "dr. Placed size 5, seated fine and went to squeeze bag and just insufflated stomach. Tried again and same thing happened. Repeated the process twice with a size 4 and same thing happened. Ended up intubating patient". No patient injury or harm reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "dr. Placed size 5, seated fine and went to squeeze bag and just insufflated stomach. Tried again and same thing happened. Repeated the process twice with a size 4 and same thing happened. Ended up intubating patient". No patient injury or harm reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "[dr.] Placed size 5, seated fine and went to squeeze bag and just insulflated stomach. Tried again and same thing happened. Repeated the process twice with a size 4 and same thing happened. Ended up intubating patient". No patient injury or harm reported. Patient condition reported as "fine".